Event description:
The reporter called and asked to remove the pt from a mailing list because the pt had expired. It was further reported that the cause of the death was due to blood clots in the lungs and renal failure. It was also reported that pt had a tracheotomy for severe sleep apnea, not related to the ncp. It was also reported that the pt was cremated and the device was discarded. Review of manufacturing records for the pulse generator revealed no anomalies that would be adversely effect device performance. There is no information suggesting that the ncp system caused or contributed to the pt's death.

Event description:
Further follow-up revealed that the autopsy was performed. Death certificate listed the immediate cause of death as pneumonia. Other signigicant condition contributing to death but, not resulting in the underlying cause given was listed as cerebral palsy. The manner of death was listed as natural.